Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 19 may2025, senseonics was made aware of an incident where hcp was unable to remove the sensor on the first attempt made on (B)(6) 2025. The sensor was inserted in the upper left arm.the sensor was not palpable prior to removal and ultrasound was used.